Event description:
The customer states that the gas supply pressure test failed during pre-use check and the device ventilated with only air when both air and oxygen were connected. According to this report, the connected gas supply pressure was correct.